Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 1/15/98, datascope rec'd the voluntary medwatch form from the FDA; triage unit sequence number: 75004; MDR access number: 1012693 and the following info was reported: the pt had CABG surgery on 11/24/97. The balloon pump catheter ruptured on 11/28/97. The balloon was discontinued at that time. There was no adverse outcome to the pt. The following was reported to datascope on 2/20/98: traces of blood were observed in the catheter tubing. The cardiologist was notified and the balloon was shut off. The pt was obese and problems occurred with kinking of the catheter. [Event complications]: unk-reported 12/12/97; none-rpt'd 1/15/98 & 2/20/98. [Pt's current status]: discharged-rpt'd 2/20/98.